Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle would not function. The following information was provided by the initial reporter: consumer reported, some pen needles will not attach to insulin pen.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needle would not function. The following information was provided by the initial reporter: consumer reported, some pen needles will not attach to insulin pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-mar-2022. Investigation summary: customer returned 1 used and 2 unused 4mm, 32 gauge nano pen needles from lot 1138245. The used pen needle was found to have bent needles on the non-patient side of the hub¿s needle cannula. Based on the damage present, the cannula bending most likely prevented the pen from attaching properly. This may be a result of attempting to attach the pen needle if it was not properly aligned with the cannula. The remaining pen needles could be attached to and detached from a pen without issues. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that the used pen needle had a bent cannula on the non-patient side, preventing the pen from being attached to the pen needle. The root cause of the needle bending appears to be accidental damage from stresses caused by the user by accidentally inserting and tightening the pen needle into place at an angle during routine use. H3 other text : see h10.